Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker hip device/s. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
The patient underwent their second revision for unknown reasons. Unknown stryker devices were involved. The competitor constrained liner was explanted and a trident all poly acetabular insert was implanted.